Manufacturer narrative:
Weight - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon removing the destination sheath from the left radial artery, physicians noticed that the sheath had unraveled, and part was still inside the patient's arm. Measures were taken to remove the sheath. There was no patient injury. The procedure outcome was successful. Additional information was received on 04december2020: under ultrasound visualization the left radial artery was closely examined. This was noted on angiogram to be heavily calcified, however there did appear to be a patent lumen. This was accessed under direct ultrasound visualization with return pulsatile bleeding. Micro access wire advanced with no undue resistance. This was then followed by micro access sheath. Access was sequentially upsized to a 5 french sheath. Using a combination glidewire advantage and angled glide catheter the descending thoracic aorta was selected. The patient was notified to have multiple areas of heavily calcified disease in the left upper extremity. Most notably in the proximal and mid brachial artery as well as the axillary artery and subclavian. With glidewire advantage advanced to the level of the infrarenal aorta the access sheath was upsized to a 6 french terumo radial to peripheral sheath. Resistance was encountered while advancing the sheath at the level of the subclavian artery. The decision was made to withdraw the sheath. While withdrawing the sheath was noted to have significantly elongated and upon eventual withdrawal a small fragment of the distal tip dislodged in the proximal to mid radial artery. There was spasm and calcification noted. After sheath unraveled the following was assessed: given the patient's ef of 25%, the plan to maintain the patient on anticoagulation and the continued presence of a strong ulnar pulse and a warm, well-perfused hand the decision was made to forego efforts at retrieving the small fragment. A tr band was applied over the left radial artery. The patient was stable at the time.

Manufacturer narrative:
One 119 cm 6fr r2p destination sheath and dilator were received for product evaluation. The sheath was returned with the dilator fully mated to the sheath however the dilator hub was not firmly seated to the sheath hub. The sheath was subjected to visual inspection and it was noted that the tip of the sheath was broken off from the distal end. It was also noted that the distal end was greatly stretched and unraveled. The sheath length measured to be 151 cm from the hub. The sheath started to unravel at 56 cm from the sheath hub. The dilator tip (inside the sheath shaft) stop at 121 from the sheath hub. A kink was noted at 127.5 cm from the sheath hub and flattening was noted at 129 cm and 136.5 cm from the hub. The complaint can be confirmed for sheath mechanical separation. The likely cause of the event is withdrawing the sheath in the presence of resistance. The complaint description states that there was severe calcification noted in the vasculature and there was resistance noted during insertion, which could be from the severe calcification. Pulling forces during withdrawal along with resistance in the vasculature likely caused the breakage. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).